Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the trocar silicone seal tore during the procedure. The surgeon was able to finish the case. There was no pt consequence.